Event description:
A patient complained of knee pain after meniscal surgery. X-ray's were taken and found a needle in the knee joint. It was removed on the same day. Pt has no adverse side affects or injuries.